Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The bench repair technician found the mx40 telemetry device had no audio. The device was not in use on a patient.